Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) gasket was protruding near the battery case. It was also indicated that the case was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) gasket was protruding near the battery case. The epg was returned for service. There was no patient involvement.